Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Fifteen (15) unused samples in their original packaging were returned for evaluation. All samples underwent visual inspection, and no defects were identified. Each sample was also subjected to a leak test, with no leakage detected. It is important to note that, based on the event description indicating air ingress at the stopcock, the returned IV administration sets do not contain a stopcock component. Based on the evaluation results, the reported defect is not confirmed, and the products met internal specifications. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: air in tubing line. The end user was evaluating this IV extension set design and reported that air is entering the line at the stopcock. Initially, they believed the issue was related to the dust cover on the stopcock, since their current baxter set uses a luer attachment and does not present this problem. No injury reported.